Manufacturer narrative:
Claim: (B)(4). See claim: (B)(4) for fellow eye.

Event description:
A facility representative reported that following an implantable collaer lens (icl) implantation procedure the patient experienced excessive vault with significant reduction in iridiocorneal angles with elevated iop. The cause of the event was reported to be patient related factor. The complaint stated that "patient extremely reactive with schizophrenia, explantation decision". The lens was removed. Per the medical review this claim is deemed serious with unknown device causality.

Manufacturer narrative:
H3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the product. Visual inspection found the haptic broken. Dimensional inspection found the returned lens did meet original values measured at the time of manufacturing. Claim (B)(4). See claim (B)(4) for fellow eye.

Manufacturer narrative:
(B)(6). H3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the product. Visual inspection found no haptic broken. Dimensional inspection found the returned lens did meet original values measured at the time of manufacturing. Claim (B)(4).